Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 325 mg/dl on (B)(6) 2018. The time of the incident is 3:40 pm. Customer was vomiting and breathing issues. Blood glucose value when admitted to hospital was unknown. Customer blood glucose reading at the time of the incident was unknown. Customer current blood glucose reading was 325 mg/dl. Customer was treated in the hospital. The names of the hospital customer visited is (B)(6) hospital. Customer did not perform carelink upload. Products will not be returning for analysis.